Manufacturer narrative:
The philips remote service engineer (rse) could not confirm the reported problem. The rse submitted a quote for onsite service; however, the customer did not accept it. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone (B)(6).

Event description:
It was reported the speaker was broken. The device was in use on patient at time of event, there was no adverse event reported.